Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 31 2007. Evaluation summary:the reported battery problem was confirmed. Inspection of the device found that the pump's batteries were potentially damaged and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.

Event description:
The facility reported a pump with an unknown battery problem. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.